Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling. The following information was provided by the initial reporter: sm 363083 overfilling.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling. The following information was provided by the initial reporter: sm (B)(4) overfilling

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.